Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 40 mg/dl after pump has been dropped. Customer believed that the insulin pump was over delivering insulin because the area representative said so. Troubleshooting was performed and customer advised that the reservoir was showing more insulin than what was shown on the status screen. After troubleshooting, customer no longer believed that the insulin pump was over delivering but realized that weight loss was affecting the blood glucose. Insulin pump is not expected to return for failure analysis.